Event description:
A caller reported that a cartridge was not fitting properly on the pump because it was not fully snapped into place. There was no adverse impact to the customer's blood glucose level. Technical support assisted by instructing the caller to remove the pump case, clean the pneumatic tap area, and inspect the o-ring. The issue was resolved when the caller successfully loaded a new cartridge onto the pump and resumed insulin delivery.